Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30. No image. A root cause could not be identified. Based on the results of the investigation, no problem was detected related to the customer's allegation. Regarding the reportable issues found during the device evaluation, it is likely that an error of the scope identification data caused them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (error code e315). The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.